Manufacturer narrative:
Additional information: d10, g3, h3, h6 correction: b5 d10 concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot#: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device partially fired with a black reload and did not fire when used with other reloads. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, while in the stomach, during the third firing with a black reload, the device stopped midway and only created a partial firing. The distal staple line was incomplete. The handle then would not fire reloads. The surgeon was able to press the green button and squeeze the handle, but the device would not fire. Other reloads were tried, but the device still would not fire. The surgeon opened a new handle and the reloads fired. There was no patient injury.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, while in the stomach, during third firing of black reload, the device only created a partial firing. The distal staple line was incomplete. The handle then would not fire reloads. The surgeon was able to press the green button and squeeze the handle, but the device did not fire. Other reloads were tried, but the device still would not fire. The surgeon opened a new handle and the reloads fired. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unegiatri, unknown egia tri staple (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.